Event description:
During routine back surgery, the surgeon was using the nerve hook to move the nerve and the tip broke off. He was unable to visualize it, fluoroscopy done intraoperatively showed the tip inside the disc. Attempts to remove it were unsuccessful. The tip remains in the disc.